Event description:
The patient reported that the insulin infusion device's piston rod is not operating in reverse or forward movement. The battery was changed, but it did not correct the issue. The patient was experiencing hyperglycemia and did not have any insulin available to correct the elevated blood glucose via injection therapy. The patient did not have any products available to test his blood glucose levels. The patient was taken to the emergency room on (B)(6) 2011. The patient was at the hospital for six hours. While there, he was given insulin through an IV to correct his elevated blood glucose levels. At the time the incident was reported the patient's blood glucose levels had returned to normal. Product was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.